Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that pt mentioned they were charging their implanted neurostimulator(ins) for one hour on saturday night, but the ins did not increment at all. Pt then got an error message that said "serious danger. Battery low. Call medtronic." Pt said the message had an "mm06." (Patient services specialist understood that the pt saw "system problem: cannot continue: call medtronic: rm06"). Pt said the controller was charged at 100%. Pt left a voicemail for the rep yesterday, but the rep did not call the pt back. During the call, the pt inspected the recharger antenna and said the recharger antenna got "really warm" while charging the ins and the wires were exposed on the cord where the cord met the coil. An email was sent to the repair department to replace the recharger antenna.

Manufacturer narrative:
Analysis of the 97755 recharger (rtm) (serial number (B)(6)) found the recharger antenna's insulation was pulled away and wires were exposed and broken. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.